Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a 60% stenosed de novo lesion in the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The 5x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed; however, the thumbwheel of the sess would not rotate and the stent failed to deploy. Therefore, the sess was removed from the patient and another absolute pro ll stent was implanted. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the sheath was separated 12 inches from the distal end of the shuttle and the stent implant was exposed 0.5mm from the distal end of the sheath. No additional information was provided.